Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have had high blood glucose of 480 mg/dl or 482 mg/dl. Customer states high blood glucose was due to the insertion site . Once customer changed insertion site, blood glucose lowered. No further information provided.